Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not exposed to abnormal temperature conditions. Customer's blood glucose (bg) level was 600 mg/dl at highest and trace ketones. Customer addressed bg level by delivering a bolus and resuming insulin therapy. Reportedly, the customer continued using the pump for insulin therapy.